Event description:
It was reported that during testing the pump exhibited a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled, the lcd lens was scratched and the upstream occlusion seal was damaged. Functional testing duplicated the reported issue. The investigation determined that a bad latch lock was the cause of the reported issue. The latch lock was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.